Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. The patient called because they were experiencing difficulty setting up a new tv. The patient stated they started noticing he was getting electric charges in their neck. The issue occurred the day prior and that morning when they were trying to get their computer back together. They stated they were crawling around under the computer were there are all kind of connections when they felt it in their left shoulder, probably where the signals are being sent out from the device. The patient said after they got it all set up they turned power back on and notices static on their screen that seemed to be activating the modulations in their neck. It was reported that it feels like tingling, and it is new and unusual to the patient. No complications or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.